Event description:
Lap sponge was used to retract bowel. After procedure complete, md pulled tag from abdomen. The radiopaque string separated from the sponge. Sponge was retrieved from the abdomen. No pt injury.